Manufacturer narrative:
(B)(4) was issued for the return of this wheel chair. Model 9xt user manual part no. (B)(4). It is unknown if the consumer read and fully understands the user manual. On page 15 a warning is provided to consumer to make sure they have read and understand the user manual. Warning - "do not use this product or any available optional equipment without first completely reading and understanding these instructions and any additional instructional material such as owner¿s manuals, service manuals or instruction sheets supplied with this product or optional equipment. If you are unable to understand the warnings, cautions or instructions, contact a healthcare professional, dealer or technical personnel before attempting to use this equipment - otherwise, injury or damage may occur. A qualified technician must perform the initial set up of this wheelchair. Also, a qualified technician must perform all procedures specifically indicated in the manual." It is unknown if the consumer was following the page 20 warning for stability, it states: "the seat depth, back height/angle, seat angle, size/position of the front casters, size/position of the rear wheels, anti-tipper model, as well as the user condition directly relate to the stability of the wheelchair. Any change to one or any combination of the ten may cause the wheelchair to decrease in stability. These adjustments must be performed by a qualified technician the various seat-to-floor heights require specific settings depending on rear wheel size, rear wheel position, front caster size/position and desired seat-to-floor angle. These adjustments must be performed by a qualified technician." The weight of the consumer is (B)(6) lbs, which meets the weight limitations warning [note the 9xt is the same as the 9000xt] . The 9000 sl, 9000 xt, and 9000xt recliner wheelchairs have a weight limitation of 250 lbs (114 kg). The 9000xdt wheelchair has a weight limitation of 350 lbs (159 kg). It is unknown if the consumer performs any kind of weight training in the wheel chair. "Warning - weight training invacare does not recommend the use of its wheelchairs as a weight training apparatus. Invacare wheelchairs have not been designed or tested as a seat for any kind of weight training. If occupant uses said wheelchair as a weight training apparatus, invacare shall not be liable for bodily injury or damage to the wheelchair and the warranty is void." It is unknown if the consumer has more than one individual on the chair when in use. This could affect the cross brace. "Warning - be aware that carrying heavy objects on your lap while occupying the wheelchair may adversely affect the stability of the wheelchair, resulting in serious bodily injury to the user, damage to the wheelchair and surrounding property. This wheelchair has been designed to accommodate one individual. If more than one individual occupies the wheelchair this may adversely affect the stability of the wheelchair, resulting in serious bodily injury to the user and passenger and damage to the wheelchair and surrounding property. It is unknown if the consumer follows the warning for transferring to or from the chair. Warning - "before attempting to transfer in or out of the wheelchair, every precaution should be taken to reduce the gap distance. Turn both casters parallel to the object you are transferring onto. Also be certain the wheel locks are engaged to help prevent the wheels from moving. Caution - when transferring, position yourself as far back as possible in the seat. This will help prevent damaged upholstery and the possibility of the wheelchair tipping forward. This activity may be performed independently provided you have adequate mobility and upper body strength." Transferring instructions are provided on page 29. It is unknown if the consumer was using a transfer board. "Position the wheelchair as close as possible alongside the seat to which you are transferring, with the front casters pointing parallel to it. Remove or flip up the armrest. Engage wheel locks. Swing away or remove front rigging. Shift body weight into seat with transfer. During independent transfer, little or no seat platform will be beneath you. Use a transfer board if at all possible."

Event description:
The consumer attempted to get up out of the chair in the bathroom and the crossbrace allegedly broke in half. No serious injury is alleged.